Event description:
(B)(6) study. It was reported that left anterior fascicular block occurred. Prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. The subject received loading doses 325mg of aspirin and 300 mg of clopidogrel. An isleeve introducer was placed and then a 25mm lotus edge valve (lot# 23098363) was inserted. Post insertion of the valve incomplete right bundle branch block was noted. The valve was not implanted due to sizing. The 25mm lotus edge valve was exchanged for a 27 mm lotus edge valve (lot# 23132213). Successful repositioning of the 27mm lotus edge valve involved partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus, in accordance with the directions for use. On the same day, post index procedure, electrocardiogram revealed incomplete right bundle branch block and left anterior fascicular block. No action was taken to treat the events. The next day, both the events were considered recovered/ resolved and the subject was discharged on aspirin and warfarin.